Manufacturer narrative:
The field service engineer (fse) found a hole in the rinse unit tubing and replaced it. The service maintenance actions performed by the fse resolved the issue. It was determined that the root cause of the event is consistent with insufficient service maintenance.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial creatinine result was 804 umol/l. The repeat result was 61 umol/l. No questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.